Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during the prime test due to faulty force sensor system. No motor error alarm. The motor passed motor test. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 110mg/dl at the time of the incident. The customer also reported no delivery alarm right after motor error alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.